Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage with an infusion set after being used for approximately 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.